Manufacturer narrative:
The serial number (B)(6) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, date of birth, and weight are unknown.) According to the complainant, a "small burn-mark" was observed outside the uterus post hta procedure. The attending physician confirmed during follow up, that she performed a polypectomy prior to the hta procedure, resulting in a "good outcome." Subsequently, the hta procedure was initiated and completed with the patient returning complaining of stomach pain with an indication of possible infection. A laparoscopy was performed to exclude appendicitis which was confirmed. Surgery was performed and "changes" at the sigmoideum (sigmoid colon) area against the uterine wall were found. Exact size and severity are unknown. The patient was treated with antibiotics and released from the hospital on (B)(6) 2011. Initial patient hospitalization date is unknown. There were no further complications reported with this event and the current condition of the patient is reported to be "good." An additional attempt has been made to obtain patient follow up details with no response from the clinician to date.